Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel, 325cc silicone breast implants which bilaterally deflated, and bubbles in her left side after implantation. In 2010 her doctor found something is not right and they look like they are open on her right side. Right side hurts and you can feel something is not right. They most likely have to do an MRI on the patient. Doctor confirmed rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.